Event description:
The customer reported that the set separated below the drip chamber when they "flicked" it to remove air in the line at the end of a methotrexate infusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.